Manufacturer narrative:
The radical-7 handheld was not returned to masimo for evaluation. However, the battery for the unit was returned. There was no damage to the battery housing or wire. The battery was found to have no charge. The battery was installed into a known good radical-7 handheld and was charged overnight. It was verified that the battery icon on the radical-7 device was full. The battery was able to function at the default settings for six (6) hours. The customer complaint could not be confirmed.

Event description:
It was reported that the battery life is too short (about 30 minutes) with known good radical-7 handheld and docking station. It was confirmed to discharge and charge before use. It was unknown if a low battery alarm occurred. No consequences or impact to patient.